Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet# 3 mis-pipetted into multiple wells. Verified collet# 3 sticking due to contamination. Removed and cleaned all collets and tip clamps. Lubricated all x-arm movements. The instrument was tested without further problem, and was returned to expected operation.